Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with unknown gel implants on both sides at an unknown date, and on (B)(6) 2015, during revision surgery the right implant was found to be ruptured, and the silicone was externalized, so had to suction it. A capsulectomy was also performed on the right. On the left side, a total capsulectomy was performed with the ruptured implant still in the capsule. The new implants (mentor 350- 2200, 200 cc, filled to 225cc with normal saline) were inserted on both sides. This report is for the patient¿s right-sided device.